Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, and caller did not notice any events leading up to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem returned.